Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Product complaint (B)(4). D4, h4, h6: additional information. D10, h3: correction. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the complaint device, it was observed that there were no defects found on the returned components of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint condition was not confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2019, the part of expedium verse tab breaker was broken when the surgeon tried to break the tab with the equipment. The broken part was removed. The procedure was completed successfully with no delay. There was no patient consequence. Concomitant devices: screw reduction tab (part: unknown, lot: unknown, quantity: unknown). This report is for a expedium tab breaker, body. This is report 1 of 1 for (B)(4).